Manufacturer narrative:
One device was returned for repair from the customer with no problem stated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of the device found that the dso seal was starting to peel off. Functional test was performed and found out that the pump doesn't detect the remote dose cord being plugged in. Ehl was downloaded and inspected, and no problems found. Pump was tested for flow accuracy and passed. Could not replicated customer's reported issue as no exact issue was reported. The dso seal and remote dose connector were replaced.

Event description:
It was reported that the device is in for repair. There was unknown patient involvement. Analysis found that the dso seal is starting to peel off and the pump doesn't detect the remote dose cord being plugged in.